Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was in the 50 to 60 mg/dl range. Customer treated their low blood glucose with a correction bolus. Customer experienced dizziness, vomiting, nausea and headaches due to low blood glucose levels. Customer advised they had kidney issues, redness in their eyes and underwent surgeries. Customer advised they changed the basal rates on the insulin pump. Customer was advised to speak to their healthcare provider and not adjust settings without doctor's orders. Customer advised they would monitor the insulin pump, monitor their low blood glucose and follow up with their healthcare provider.